Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse effect to customer's blood glucose levels.

Manufacturer narrative:
Device not returned.